Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed inappropriate shock and incorrect interpretation of signal on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
Additional information: e1, e2, e3 and g3.